Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix was able to be extended and retracted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intraoperatively the physician was unable to extend the lead helix within the patient's right ventricle and was confirmed on fluoroscopy. The physician pulled the lead back into the atrium and attempted to deploy the lead helix. After several attempts the physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.